Event description:
New information received stated that the right ventricular lead was capped and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with syncope due to an unrelated health issue. Upon device interrogated, it was noted that the right ventricular lead exhibited oversensing of noise; no inappropriate therapy was delivered. Programming changes were performed, and patient would continue to be monitored.